Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the pericardial effusion cannot be confirmed. However, per report it was likely due to the calcification being pushed into the annulus causing an injury. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a 26 mm sapien xt valve was implanted via transfemoral approach. Post deployment tee showed that pericardial fluid was gradually accumulating. Angiography showed a contrast leak at the non-coronary cusp (ncc) side. Since tee showed increase of pericardial fluid, blood pressure (bp) was kept lower and protamine was administered. Paravalvular leak was assessed as trivial-mild and it was determined to be acceptable; therefore, the novaflex+ delivery system was withdrawn. Five minutes after protamine administration, no increase of pericardial fluid was shown by tee. Aortography showed no contrast leak and it was decided to take conservative treatment. After the procedure, the patient was transferred to the ICU with intubated. The physician stated that more force was required upon inflation than usual due to the annular calcification. It appeared that ¿the annulus was pushed by calcification¿. The aortic annulus diameter measured 26.3mm with moderate valve calcification by CT.